Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a calibration error and change sensor alert. Customer stated that he sensor has been erratic since it hit 3 days old. Customer stated that she was trying to calibrate with a blood glucose reading of 1680 mg/dl. Customer just wanted the sensor to be replaced.